Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. Data log review shows the placement signal going out of range near the end of the case. Signal not reliable drops to zero, contrast decreases, and gain and lamp increase. Clinical details state that the placement signal went out after shockwave to lad. The pump was not removed due to this issue. Per cp IFU (0048-9007 rs), cp use with shockwave intravascular lithotripsy (ivl) catheter at a distance of less than 20 mm between the optical sensor and ivl device may interfere with or damage the impella optical sensor. The distance between shockwave and the optical sensor in this case is unknown. The root cause of the optical signal issue was most likely a damaged sensor since the loss of placement signal seen in the data logs went out after using shockwave according to clinical details. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. It was reported that the optical sensor was noted to have gone out after shockwave to the left anterior descending artery (lad). The patient was successfully weaned from the pump and the device was explanted.